Event description:
It was reported that the physician attempted to deploy the stent across the basilar-tip aneurysm neck; however, the most proximal segment of the stent got stuck in the tip of the microcatheter (subject device). The physician was unable to remove both the stent delivery system and the microcatheter and used a guide catheter to withdraw both devices from the patient. The procedure was completed with different devices. There was no clinical consequence to the patient.

Event description:
It was reported that the physician attempted to deploy the stent across the basilar-tip aneurysm neck; however, the most proximal segment of the stent got stuck in the tip of the microcatheter (subject device). The physician was unable to remove both the stent delivery system and the microcatheter and used a guide catheter to withdraw both devices from the patient. The procedure was completed with different devices. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the partially deployed stent was caught in the tip of the catheter. The outer layer at the distal end was stretched and damaged. There was dried blood noted within the inner lumen of the microcatheter. The stent was jammed in the microcatheter. Friction was experienced during a patency test due to the presence of dried blood within the microcatheter. It is probable that the tip of the microcatheter was damaged as a result of friction, caused by the very tortuous anatomy, which caused the stent to get stuck in and damage the microcatheter tip. Therefore, it was determined that the mentioned above reported events and analyzed defects were related to operational context. The physician was unable to remove both the stent delivery system and the microcatheter and used a guide catheter to withdraw both devices from the patient. The reported patient medical intervention required is a known and anticipated outcome to these types of procedures and the device dfu contains outcomes from clinical studies where additional intervention was required. Therefore, it was determined that the reported medical intervention was an anticipated procedural complication.